Event description:
It was reported that this right ventricular (rv) lead was attempted implant on the his bundle. The physician was having difficulties placing the first rv lead attempt, when repositioning the helix did not retracted, subsequently, the physician turned the lead body counterclock and the lead successfully dislodged from the heart, nonetheless, tissue was visibly caught in the helix upon inspection. Then, the physician decided to remove the first lead and implanted this rv lead, but it was difficult to insert, so repositioning was attempted again. During repositioning the helix did not retract. The physician turned the lead body counterclockwise with additional pulling, which broke the lead body from the helix. Lead body was removed and helix remains in septum. Another lead was successfully implanted. No adverse patient effects were reported.